Manufacturer narrative:
Manufactured lot number provided is deemed invalid. The device has not been returned for evaluation as of (B)(4) 2013. (B)(4).

Event description:
On (B)(6) 2012, right acl procedure was performed utilizing a 7mm x 30mm biosure ha interference screw ((B)(4)) and a 15mm endobutton cl ultra fixation device. The report states that the wound would not heal during six weeks. There was no rehabilitation in this period and work absence. The patient was stable on the day of the surgery. Four months post-op, there was exudation and inflammation with no possibility of the wound healing. Ob, crp and wbc ¿there was no bacterial ethimology and no temperature was recorded. The device was explanted on (B)(6) 2013 and will be returned for analysis.